Manufacturer narrative:
The pump was returned for analysis. There was a low battery reset due to an undetermined cause/lab failure. Interrogation of the pump determined it was used to infuse 15mg/ml dilaudid at 3.394mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain, and failed back surgery syndrome-other. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event